Event description:
The patient reported the entire device system was removed due to infection. The devices were not returned to the manufacturer for analysis. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.